Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10.investigation: the device history records (DHR) were reviewed for this lot. There were noevents noted in the DHR that would have contributed to the elevated wbc count experiencedby the customer.root cause: a definitive root cause for the observed leukoreduction failure remainsundetermined at this time.the signals in the run data file indicate that the higher-than-expectedwbc content in the platelet product was likely a result of an escape of wbc from the lrschamber during a portion of the procedure. Based on the available information, it cannot be ruledout that the higher-than-expected wbc content in the platelet product could be donor-related.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The signals in the run datafile indicate that the higher-than-expected wbc content in the platelet product was likely a result of an escape of wbc from the lrs chamber during a portion of the procedure. Based on theavailable information, it cannot be ruled out that the higher-than-expected wbc content in the platelet product could be donor-related. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white bloodcell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6) the platelet collection set is not available for return because it was discarded by the customer.